Event description:
Country of complaint: (B)(6). Needle detachment.

Manufacturer narrative:
Reported device not marketed in the u.s.; however, similar device is. Manufacturing site evaluation: samples received: 20 unopened and 2 opened pouches. There are previous complaints of this code/batch. There are no units in stock. Reviewed the batch manufacturing record, this product had a normal process and the results during the process. We have received 20 closed samples and 2 open samples with the needle detached from the thread still wound on the pack (not used). We have tested the needle attachment of closed samples received and the results do not fulfil the requirements of the OEM. Needle attachment results conducted on samples before releasing the product were found to fulfil OEM requirements. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: OEM has opened a corrective action in order to avoid this kind of incidents in the future: (B)(4).